Event description:
It was reported that the battery rec'd an over temp message while being charged. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery was rec'd at the MFR. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.